Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced audio beep anomaly, program alarm anomaly, unexpected restart, external ram crc error and blank display. The customer's blood glucose reading was 196 mg/dl. The customer was assisted with the self-test and it passed. The insulin pump was not returned for analysis.